Event description:
It was reported that the home patient (hp) had a leak in the transfer set described as solution shooting out of the patient line. The hp was using the homechoice (hc) and the event occurred during fill one. The hp was not connected. The hp stated that he was setting up the machine, and left a clamp open and so solution started leaking out of the patient line. The technical service representative (tsr) assisted the hp in ending therapy. The hp would start over using new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.